Manufacturer narrative:
Conclusion: the actual device with the cannula cap detached was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device worked properly on testing and no damages were noted on internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2014 and absorbable straps were used to secure the mesh. During the procedure, the crown tip on the end of the device fell off and the tip was retrieved. The procedure was completed with a like device. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.